Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, leaving the patient line clamped during the prime and proceeding to the initial drain is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed during priming. As a result, the patient line was inappropriately primed. The technical services representative reviewed proper procedure and assisted in ending therapy. The caregiver would start the patient¿s therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.